Event description:
It is reported that the surgeon was not able to insert the drop down stem into the tibia plate. The surgery was completed with a second drop down stem extension.

Manufacturer narrative:
Please reference MDR#: 1822565-2010-01606 for the initial report submitted for this event. No out of specification condition has been confirmed for the mis tibial component reported in this event. However, review of product for MDR# 2648920-2013-00272 found that reported lot to have mating threads which are out of specification. The scope of the investigation was expanded to include the tibial component reported for this event. As a result, field action (B)(4) is being initiated. This removal report can be referenced for additional information.